Manufacturer narrative:
Additional information received on october 27, 2015. No lot number or product evaluation sample is available. A detailed investigation or batch review cannot be conducted. Therefore this evaluation will be closed and will be monitored through our post market product monitoring review process. It was discovered on 11/03/2015 that the lot number provided on initial MDR, MFR # 1049092-2015-00575 submitted on 10/02/2015 is not valid and no additional information has been received after several attempts to collect it. Updated section d:4 to reflect the change. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
End user reports increased redness under mass with use of the product. She states she has had redness around the stoma since her surgery when she was wearing a different product. About 2 weeks ago, she started wearing a convatec product, and last week the redness starting increasing in size. It now measures about 0.25 inches encircling the stoma. She reports seeing her physician on (B)(6) 2015 who prescribed nystatin powder, that she started using on (B)(6) 2015 with some improvement noted.